Event description:
The customer reported leakage at the connection of the primary tubing to the 3-way stopcock or at the connection of the 3-way stopcock to the microclave connector while in use on a pt. The issue has been intermittent and ongoing. No specific pt event info was provided. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the event logs be received for eval.